Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use (IFU) provides special patient populations information stating the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The IFU also lists precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU also lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's femoral artery measured 7.8 cm and was noted to have minor calcification proximal and distal to the access site. The tavr procedural sheath was a 14f esheath. The deployment depth for the manta 18f vascular closure device (manta) was 3.5 cm + 1.0 cm. For comfort, the patient received additional lidocaine at the access site that caused some swelling. Manta deployment resulted in a tract deployment with extravasation. An 8.0 mm x 40.0 mm balloon was inflated at the access site to arrest the bleeding until the vessel cold be surgically repaired. The cardiovascular surgeon performed a surgical cut down, explanted the manta and closed the arteriotomy.

Manufacturer narrative:
As reported, lidocaine was administered for patient comfort causing swelling at the arteriotomy. Hemostasis was not achieved, and surgical cutdown and angiography confirmed a tract deployment. The root cause of the tract deployment is likely from the swelling disrupting the deployment depth as originally measured. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. The IFU also lists other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Risk documentation was reviewed; and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.